Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), slow flow occurred. The target lesions were located in the anterior tibial (at) artery. The lesions were treated with multiple passes on low and medium speed. Following treatment with the oad, balloon angioplasty was performed. Imaging showed slow flow was observed in the distal at. No additional intervention was performed and the slow flow was not resolved. The patient was discharged in stable condition the day following the procedure.